Event description:
Customer (prosthetic facility) called to let co know a pt had fallen while wearing one of co's hydraulic knee controls. The pt was hospitalized for a day and a half as a result of the fall. The prosthetic facility has not received the unit or seen the pt as of 1/6/98.